Event description:
A customer in the united states contacted biomérieux to report three qcv-detected failures in section a1 of the minividas® instrument. The qcv-detected failure occurred on (B)(6) 2019; the most recent successful qcv occurred (B)(6) 2019. The customer performed three pct (procalcitonin) asssays and one h.pylori (helicobacter pylori) assay at position a1 since the last successful qcv on (B)(6) 2019. A retrospective analysis was performed for this affected timeframe. Review of the initial and re-test results submitted by the customer determined two pct samples were underestimated. The third pct sample was overestimated, and the h. Pylori result was not repeated due to insufficient sample volume. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be conducted.

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding two (2) under-estimated vidas® pct results identified during retrospective analysis following a qcv-detected failure in section a1 of the minividas® instrument. It should be noted that a qcv failure is not an abnormal behavior. It indicates that the qcv test performed its role as a functional control. This control is meant to detect residual risks that are rare and sudden. Those risks are already present and accepted into the minividas blue 110/220v - 99737 system risk analysis . The local field service engineer (fse) visited the customer site on 12jun2019 to evaluate the minividas instrument, and performed the following actions: - replacement of the seals. Visual inspection of the replaced seals (unstuck dot, crystallization, misplaced or glued dots, debris, fibers, aluminum particles). Seals were in good condition for both sections. Nothing in particular to report. - visual inspection of the sections: tray, door, shield insulate plate, bottom of the section frame. No anomaly to report. - pump test was performed. Pump tester value (ptv) in position a1 was 0 instead of the expected value >= 140. Pump channel a1 visibly clogged. In the other positions the pump tester value was >= 140. - pump cleaning on the section a, where ptv < 140. After cleaning, a pump test was repeated and for all positions. All values were >= 140 (pump tester value in a1 passed from 0 to 189). - all mechanical checks were performed: door plunger ball check, striker plate check, spring integrity check, free and smooth vertical movement of spr blocks. - clean and lubricate the screws holding the spr block. - check spr block and adjust, check tower height and adjust. - check pump block and adjust, check retainer plate integrity, check tray depth and adjust. - final leak test was performed in order to qualify the instrument. All values were within range. Root cause: pump clog on position a1. The investigation concluded that the qcv failure was due to a pump clog in position a1. After a cleaning of the position a1, and a realignment of the sections, the system was qualified for use. A field safety notice (fsca 3749-1) was issued 28-mar-2018 advising customers to increase the frequency of the quality control vidas® (qcv®) testing to weekly rather than monthly to reduce the period of potential retrospective analyses needed, and to continue to conduct a visual inspection of the spr® (solid phase receptacle) after each run.